Event description:
In 2005 a gore iliac extender was used to line the infrarenal aorta due to a non-aneurysmal thrombus formation causing emboli to the lower extremities. The patient initially improved although symptoms returned with additional thrombus from the renal arteries. The graft was found to be functioning as expected. Open surgical repair in 2005 was performed because the aortic pathology was outside of additional graft treatment options. The patient is reported to be doing well post repair.